Manufacturer narrative:
This report is for an unknown spine rod /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision posterior spinal fusion due to pseudoarthrosis that occurred at the bottom of the construct. Additionally, the cobalt chrome rod on the right side was observed to be fractured. The patient was revised with an additional fixation at l5-s1 and pelvis and added use of biologics. The patient had a previous spinal fusion surgery on an unknown date to correct a scoliosis deformity. The surgery went well with no complications. There was no patient consequence. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown spine rod. This is report 1 of 1 for (B)(4).